Manufacturer narrative:
Complaint is confirmed. One ar-6480 dualwave arthroscopy fluid management system was returned, investigated, and visually inspected, with noted signs of wear and tear.  The device was evaluated with tubing under normal use conditions. The pump was powered on, no error messages or audible alarms were triggered. A clamping test was performed to simulate an overpressure failure on the pump and to verify if error messages and/or alarms would be triggered. The test indicated that the pump triggered an alarm and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit flushed correctly. During testing, it was noted that every time the pressure was increased, the pump roller stopped for a few seconds then resumed. This behavior indicates unstable pump pressure.  Rinse and lavage testing found that fluid management works as expected. The pump manufacturing date is nov 2015. The pump failure is most likely due to wear and tear.

Event description:
On 09/06/2023, it was reported by a sales representative via sems-06023024 that an ar-6480 pump has a pressure issue. This was discovered during a procedure with no patient harm. Another device was used to complete the case with no adverse effects to the patient.